Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ffzb, implanted:(B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Additional information from the patient reported implant helped her for a little bit about a level 5 from scale to 10. The patient reported she had a blood infection spring of 2015 due to humira medication and had impaction and constipation in (B)(6) 2015 and she turned off therapy. The patient noted she turned therapy off and on because she is not sure what therapy is supposed to do. The patient added she doesn't know if therapy has helped her and she is not sure what setting to use. The patient also noted she has been sick and disabled and on narcotics for chronic pain for 15 years. The patient reported she has had severe colon problems and two colectomies. The patient noted her implant did seem to slow down her diarrhea at first. The patient added that she had 3 visits to the emergency room for impaction and therapy was turned off. The patient currently has the turned on stimulation to about 3 v and can feel stimulation.

Event description:
Additional information was received from the patient. The patient requested a meeting with a representative and noted that her therapy had been off since (B)(6) 11th. The patient had not had much success with therapy but was hoping to have a reprogramming session. Additional information was received from the patient on (B)(6) 2016. The patient stated she hadn¿t received any response. The patient requested physician listings as she wanted to have the device removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the therapy was not working for her and she needed a MRI, so she was thinking of having her system removed. She also had pain in her back that went away when the therapy was turned off. The therapy had worked up until the end of (B)(6).

Event description:
It was reported that patient had no stimulation sensation. The patient stopped feeling sensation. The patient had a bowel blockage in (B)(6) 2015 that was the last time patient felt stimulation. The patient was able to connect with pt programmer and verified that her stimulation was on and increased stimulation to her limit. The patient reported a loss of therapeutic effect. The patient felt like she has had symptom return since the bowel blockage in (B)(6) 2015 .the patient was not being able to adjust stimulation. It was noted that patient saw upper limit icon on the day of this call. Additional information received about couple weeks later indicated that patient was still having concerns with their device or therapy but have not been able to get any help form the health care provider and manufacturer representative. The indicated that the experience was a nightmare and was wondering having the device removed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.